Event description:
The customer reported one incident of a prisma machine, software version 3.10 going into prime test twice and showing multiple prime screens. Facility's nurse mgr was unaware at the time of this incident that the prompts on the prime screen had changed with the software upgrade from 2.51 to 3.10 . Facility 's intensive care (ic) nurse was setting up a primsa machine to use on a pt. The nurse followed the hospital's policy for the 2.15 software regarding priming the machine and when the machine finished priming, it went into its normal prime test, which it passed. Then the nurse manually primed the machine with the pt's own blood and when she was finishing doing that, she thought the machine went into prime test again. While the machine was in its second prime test, the nurse hooked the pt up to the primsa machine. While in its prime test, the pt's central line "blew up" where it connected to the pt. The nurse was able to stop the bleeding on the pt and then restarted the set-up.